Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. No device problem was found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E1: (B)(6).

Event description:
It was reported the rigid video scope screen becomes noisy and discolored during inspection for use. There were no reports of patient harm.